Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that ac power and battery indicator lights are not working. There was no report of patient involvement.

Manufacturer narrative:
.